Event description:
It was reported that when using the bd pyxis¿ es server, device had communication issue and rss was offline. The customer reported inability to access stations, generate reports, and confirmed stations were impacted. Rss status verification showed the server as offline despite attempted access. The issue was requested to be escalated urgently due to impact on patient care and workflow. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating with the station and access to the station was also unavailable. A technical support specialist (tss) documented that contact was established with the customer, and a biomedical contact was provided, who confirmed inability to reach the servers through the terminal while stations remained accessible. The tss observed that the servers were not responding to network checks, except for the dell management interface and hypervisor system, and arranged a remote session to access the host system. The tss confirmed no recent network changes and collaborated with engineering resources to restore the server virtual machines, which required rebooting and completion of windows updates. Tss replaced the care fusion coordination engine tracing database using the knowledge article "create new tracing db for corrupt/unrecoverable tracing db", verified in remote support service and confirmed that the server was up and running. The system functioned as intended after the technical support specialist troubleshot the device.